Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, urgency urination, anxiety disorder, post-traumatic stress disorder, depression, panic disorder, asthma, cervical radiculopathy, pain sacroiliac, endometrial polyp, lumbar pain, restless legs, pelvic congestion syndrome, menometrorrhagia, pelvic discomfort, dysfunctional uterine bleeding, bruising of leg, adenomyosis, leiomyoma, chronic cervicitis, nabothian cyst and endocervical squamous metaplasia. Concomitant products included azithromycin, camphor, fluoxetine hydrochloride (prozac), lorazepam, menthol, methyl salicylate, sertraline (zoloft), temazepam and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odor ("fishy smell coming from vagina"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal right after"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), abdominal pain ("pain, abdominal pain"), pain ("pain, body aches and deep ache") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with doxycycline, antibiotics, ibuprofen (motrin), megestrol acetate (megace), tramadol and surgery (laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, nausea, fatigue, dyspareunia, dysmenorrhoea, abdominal pain, pain and bacterial infection had resolved and the female sexual dysfunction, anxiety, migraine, headache, vaginal discharge and vaginal odour outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: right: 3 coils left: 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal odour, anxiety, menorrhagia, vaginal infection, dysmenorrhea, abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, treatment and concomitant medications, concomitant disease, new events mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, anxiety, migraine, headache, nausea, fatigue, dyspareunia, vaginal discharge, vaginal odour, dysmenorrhea, abdominal pain, pain and bacterial infection added. Outcome for the events pelvic pain, genital haemorrhage, mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, nausea , fatigue, dyspareunia, dysmenorrhea, abdominal pain, pain and bacterial infection updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pharyngitis, chest pain, nausea, dizziness, sinus congestion, low back pain, sore throat, headache, fatigue, cyst breast, congestion nasal and uti. Concurrent conditions included dysuria, urgency urination, anxiety disorder, post-traumatic stress disorder, depression, panic disorder, asthma, cervical radiculopathy, spondyloarthropathy, endometrial polyp, lumbar strain, restless legs, pelvic congestion syndrome, menometrorrhagia, pelvic discomfort, dysfunctional uterine bleeding, bruising of leg, adenomyosis, leiomyoma nos, chronic cervicitis, nabothian cyst, endocervical squamous metaplasia and stress. Concomitant products included acrivastine (benadryl otc), azithromycin, buspirone, camphor, cyclobenzaprine, diazepam (valium), fluoxetine, fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), loratadine, lorazepam, menthol, methyl salicylate, ondansetron, ondansetron (zofran), oxymetazoline hydrochloride (afrin nd extra moist), paracetamol (acetaminophen), salbutamol (albuterol), salbutamol sulfate (proair hfa), sertraline hydrochloride (zoloft), temazepam and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal right after") with vaginal discharge and vaginal odour, anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), the first episode of fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain, abdominal pain"), pain ("pain, body aches and deep ache"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), depression ("psychological or psychiatric problems condition: depression") and the second episode of fatigue ("fatigue"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient was found to have leiomyoma ("other injuries: please describe: leiomyomata") and experienced adenomyosis ("other injuries: please describe: adenomyosis") and cervical cyst ("other injuries: please describe: nabothian cysts"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats") and bacterial infection ("infection (other) describe: bacterial infection"). The patient was treated with antibiotics, doxycycline, ibuprofen (motrin), megestrol acetate (megace), tramadol and surgery (laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, nausea, dyspareunia, dysmenorrhoea, abdominal pain, pain, urogenital infection bacterial and the last episode of fatigue had resolved, the anxiety was resolving and the migraine, headache, depression, leiomyoma, adenomyosis, cervical cyst and bacterial infection outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bacterial infection, cervical cyst, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, leiomyoma, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, urogenital infection bacterial, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: right: 3 coils left: 3coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2013: results: negative.. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal odour, anxiety, menorrhagia, vaginal infection, dysmenorrhea, abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Event infection (other) describe: bacterial infection were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pharyngitis, chest pain, nausea, dizziness, sinus congestion, low back pain, sore throat, headache, fatigue, cyst breast, congestion nasal and uti. Concurrent conditions included dysuria, urgency urination, anxiety disorder, post-traumatic stress disorder, depression, panic disorder, asthma, cervical radiculopathy, spondyloarthropathy, endometrial polyp, lumbar strain, restless legs, pelvic congestion syndrome, menometrorrhagia, pelvic discomfort, dysfunctional uterine bleeding, bruising of leg, adenomyosis, leiomyoma nos, chronic cervicitis, nabothian cyst, endocervical squamous metaplasia and stress. Concomitant products included acrivastine (benadryl otc), azithromycin, buspirone, camphor, cyclobenzaprine, diazepam (valium), fluoxetine, fluoxetine hydrochloride (prozac), loratadine, lorazepam, menthol, methyl salicylate, ondansetron, ondansetron (zofran), oxymetazoline hydrochloride (afrin nd extra moist), paracetamol (acetaminophen), procet (hydrocodone/acetaminophen), salbutamol (albuterol), salbutamol sulfate (proair hfa), seretide (advair), sertraline (zoloft), temazepam and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal right after") with vaginal discharge and vaginal odour, anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), the first episode of fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain, abdominal pain"), pain ("pain, body aches and deep ache"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), depression ("psychological or psychiatric problems condition: depression") and the second episode of fatigue ("fatigue"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced leiomyoma ("other injuries: please describe: leiomyomata"), adenomyosis ("other injuries: please describe: adenomyosis") and cervical cyst ("other injuries: please describe: nabothian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and night sweats ("hormonal changes describe: night sweats"). The patient was treated with doxycycline, antibiotics, ibuprofen (motrin), megestrol acetate (megace), tramadol and surgery (laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, nausea, dyspareunia, dysmenorrhoea, abdominal pain, pain, bacterial infection and the last episode of fatigue had resolved, the anxiety was resolving and the migraine, headache, depression, leiomyoma, adenomyosis and cervical cyst outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bacterial infection, cervical cyst, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, leiomyoma, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: right: 3 coils left: 3coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal odour, anxiety, menorrhagia, vaginal infection, dysmenorrhea, abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Patient¿s demographic information, other relevant history updated. Events: psychological or psychiatric problems condition: depression, other injuries: please describe: leiomyomata, other injuries: please describe: adenomyosis, other injuries: please describe: nabothian cysts were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, urgency urination, anxiety disorder, post-traumatic stress disorder, depression, panic disorder, asthma, cervical radiculopathy, spondyloarthropathy, endometrial polyp, lumbar strain, restless legs, pelvic congestion syndrome, menometrorrhagia, pelvic discomfort, dysfunctional uterine bleeding, bruising of leg, adenomyosis, leiomyoma nos, chronic cervicitis, nabothian cyst and endocervical squamous metaplasia. Concomitant products included azithromycin, camphor, fluoxetine hydrochloride (prozac), lorazepam, menthol, methyl salicylate, sertraline (zoloft), temazepam and trazodone. On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal right after") with vaginal discharge and vaginal odour, anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), abdominal pain ("pain, abdominal pain"), pain ("pain, body aches and deep ache") and urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with doxycycline, antibiotics, ibuprofen (motrin), megestrol acetate (megace), tramadol and surgery (laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, night sweats, menorrhagia, vaginal haemorrhage, vaginal infection, nausea, fatigue, dyspareunia, dysmenorrhoea, abdominal pain, pain and urogenital infection bacterial had resolved and the female sexual dysfunction, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, urogenital infection bacterial, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 3 coils left: 3coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pregnancy test urine - on (B)(6)2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal odour, anxiety, menorrhagia, vaginal infection, dysmenorrhea, abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016 she underwent a hysterectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.